Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 failed to open, multiple drawers showed failed states, and recovery was initially unsuccessful. A field service engineer confirmed that the customer was able to log in during inspection, and all the failed drawers were recovered. The customer was then able to access all drawers as designed. The fse also verified the operation via medication application the system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a device failure occurred. Drawer 2 in device attempted to open but failed to do so. No visible obstructions or items blocking the drawer were identified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.